Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered a bolus without user input. Reportedly, the pump delivered an 8 unit bolus while the customer was asleep. Review of the pump data logs by tandem technical support verified that the pump delivered the 8 unit bolus; however, the customer maintained the belief that the pump delivered the bolus on its own. Customer's blood glucose (bg) level ranged from 67-90 mg/dl. The customer was admitted to the emergency room (ER) and healthcare providers monitored the customer's bg. The customer was released with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.